Event description:
It was reported during implantation that the right ventricular lead showed high pacing impedance. Furthermore, the helix failed to retract once extended. The lead was exchanged. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events were high pacing lead impedance and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be retracted and clogged with blood. The cause of helix mechanism issue was isolated to the helix being clogged with blood. The reported event of high pacing lead impedance was not confirmed. Visual inspection, electrical testing and x-ray examination of the lead did not find any anomalies.